Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency "swollen lymph nodes." Patient additionally reported "symptoms of chronic fatigue, depression began, developed dry eye, dry mouth, joint pain, raynauds, sjogrens, fibromyalgia;" these events are not considered device related. Device remains implanted. This record is for the right side.